Manufacturer narrative:
Investigation: used test and analysis equipment: aesculap rf-generator "gn 200", snr. 1510. Keyence vhx 5000 d digital microscope. Panasonic dmc tz8 digital camera. Fluke 178 trms multimeter. Distance gauge. Measuring module box with power supply. First we made a visible inspection of the jaw. Except the soiling (blood and tissue) we found no abnormalities like burned or charred peak. Then we checked the mechanical function. The clamping function worked well, but the blade was jamming caused by dried blood and tissue. All critical functions also were also checked and found to be functional. In the next step we checked the function and the resistance of the system. Therefore we cleaned the jaw with hydrogen peroxide. Then we connected the instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on load operation. The resistance on load operation was calculated to be 1.9 ohms. The upper limit of the resistance of the complete instruments is 4.0 ohms, the determined value is therefore in specification. After decontamination, we made a microscopic investigation. The instrument doesn't exhibit any abnormalities like charring, impacts or damaged dissection clip. Next we checked with a clearance gauge, the clearance between the upper and under the jaw in closed position. The instrument is within specification. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is either patient or usage related. Rational: during the investigation the product exhibits no deviation to its specification. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Jaw stuck to tissue/tears tissue. No patient injury and no prolonged surgery.